Event description:
A healthcare facility in (B)(6) reported that an mr290v vented autofeed humidification chamber leaked when it was filled with water. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for visual inspection. Results: visual inspection revealed that the water feedset tube was cut at the connection to the chamber. The surface of the cut was rough. A lot check revealed no other complaints of this nature for lot number 110822. Conclusion: the cut on the water feedset tube was rough suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).